Manufacturer narrative:
(B)(4). Report initially submitted on 9/15/2022. A response was received from the FDA to resubmit the report because ack 3 was not generated and the report was stuck in transmission. The FDA gateway prevented transmission of this report. Please reference FDA ticket (B)(4) for additional details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: china modern medicine, august 2020, vol. 27, no. 22.

Event description:
Title: application of red light irradiation in operative incision of calcaneal fracture. The objective of the study is to investigate the effect of red-light irradiation on surgical incision of calcaneal fracture. From january 2017 to january 2019, 90 patients with calcaneal fracture were included in the study. The patients were randomly divided into observation group and control group with 45 patients in each group. In the observation group, there were 27 males and 18 females with a mean age of 32.083 +/- 8.220 years (range 20-52 years). In the control group, there were 25 males and 20 females with a mean age of 33.250 +/- 7.878 years (range 21-50 years). Both groups were treated with open reduction and internal fixation. After satisfactory reduction, unknown manufacturer lateral calcaneal plate and screw fixation were applied, and the subcutaneous tissue was routinely sutured after surgery. The no.1 silk suture (ethicon) was used to suture the incision to avoid too tight knotting and skin inversion. The incisions in the observation group were provided after operation with red light irradiation besides conventional dressing changes, while in the control group, routine dressing change alone. Both groups of patients were followed up for 3 months after surgery. The reported complications included inflammatory reaction (n=7), skin edge necrosis (n=10), incision dehiscence (n=4), and wound infection (n=3). In conclusion, red light irradiation can shorten the exudation and healing time of incision, reduce the degree of pain, reduce the incidence of inflammatory reaction and skin edge necrosis in patients undergoing calcaneal fracture surgery, which has clinical application value.